Event description:
It was reported that following a total knee arthroplasty procedure, it was observed that the robotic-assisted solution satellite station showed that the surgeon had taken off 3.5mm more bone than projected. It was further reported that the cuts were off from the plan and the final numbers were off. It was reported that the outcome was good. It was reported that the device was being used with a robotic assisted base station. It was not reported if there were any delays in the surgical procedure. The exact date of this event was unknown but was noted to have occurred in 2022. There was patient involvement. There were no injuries, medical intervention or prolonged hospitalization reported.

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Additional narrative: as of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. Device manufacture date is unknown. The device serial or lot number is unknown. UDI: (B)(4) unknown.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The actual device was evaluated. The device log files were reviewed for this event and the reported condition was confirmed. The analysis of the log files could not determine a probable cause of the event. Review of the device history record shows that the device was processed through the normal installation and inspection operations with no rework or nonconformities noted and met all required criteria at the time of release with no issues documented during the installation process. An assignable root cause could not be established. D4, h4: the device serial/lot number and manufacture date were unknown in the initial report and have been updated accordingly. The device UDI has also been updated. UDI: (B)(4).